Event description:
Subsequent to the initial MDR, additional information was received from the patient's mother on (B)(6) 2015. Patient's mother reported taking patient to the family practitioner on (B)(6) 2015. The patient was taken to the doctor for an x-ray. The radiologist could see the wire. On (B)(6) 2015, patient met with surgeon to discuss surgery. On (B)(6) 2015, surgery was performed; however, unsuccessful as it was expected to take fifteen minutes but lasted an hour due to the sensor wire being in the muscle. The surgeon suggested a second surgery; however, the patient's parents do not want to put their child under again. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). It should be noted that the dexcom g4® platinum pediatric continuous glucose monitoring system user's guide states, "for patients undergoing an MRI with a retained wire broken off from a dexcom g4® platinum sensor, in-vitro MRI testing did not detect any safety hazards. There was no significant migration or heating of the wire and imaging artifacts were limited to the area around the wire."

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015 to report a missing sensor wire on (B)(6) 2015. Patient's mother claimed that she received a sensor failure error message and removed the sensor pod. Upon removal of the sensor pod, patient's mother stated that there was no wire present. It was further reported that the patient experienced some pain at the site near sensor insertion. At the time of contact, the patient's mother did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).